Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash on her back under the therapy electrodes. The irritation was described as red, itchy and swollen under the therapy electrode pads. The patient reported that clinical staff believed the patient was suffering from a nickel allergy. The patient reported she was advised to use a fenistil ointment by the prescribing hospital. The patient later reported she had been prescribed a cortisone ointment by clinical staff. Additionally, the patient's physician removed her from the lifevest to address the irritation. The patient's cardiac output improved, and she ended use of the lifevest. During a follow up call, the patient reported that her skin irritation comes and goes. There is no indication that a device malfunction caused or contributed to the reported skin irritation.